Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room complaining of nerve stimulation and serous fluid draining from their implantable pulse generator (ipg) pocket. The ipg was reprogrammed. A chest x-ray was performed and it was noted that both the right atrial (ra) lead and right ventricular (rv) lead had dislodged due to suspected twiddler's syndrome. The ipg system was explanted. The patient received antibiotic therapy for the infection. No further patient complications have been reported as a result of this event.